Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 25-aug-2023 a spontaneous report from the united states was received via email regarding a female (age not provided) consumer who used a thermacare lower back & hip heat wrap.. On an unspecified date, the consumer topically applied a thermacare lower back & hip heat wrap to the back for back pain. Approximately 4 to 5 hours after applying the heat wrap, the consumer felt uncomfortable. A few hours later she had several red raised marks that blistered the next day, which one blister became an open wound. She noted she had burns and blisters. After 5 days, the area was still not healed.